Event description:
It was reported that a patient experienced a break in aseptic technique by not following procedure during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by abdominal pain, cloudy pd fluids, vomiting, diarrhea and fever. The patient was hospitalized for the reported event. The treatment for the peritonitis included unspecified antibiotics (dose, route and frequency not reported). The patient was discharged from the hospital 22 days later and was reported to have recovered from the peritonitis. The patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4).the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.